Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) device due to unspecified reasons. A patient outcome was not reported.

Manufacturer narrative:
Additional information received that the reason for revision was a malfunctioning pump. The patient outcome was reported to be good.

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) device due to unspecified reasons. A patient outcome was not reported.